Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2020. It was reported that the return of symptoms and catheter fracture were first observed on (B)(6) 2019. It was ¿assumed that fall was cause.¿ actions taken to resolve the fracture was pump replaced on (B)(6) 2019. The patient was ¿doing well with new pump.¿ the patient¿s weight was reported. The device status was unknown, not in use. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (nurse) regarding a patient who was previously receiving gablofen with concentration 1000 mcg/ml of an unknown dose rate via an implantable pump for intractable spasticity. It was reported the patient had a catheter revision on (B)(6) 2019, post a fall. The patient has experienced a return of symptoms. The catheter was found to be fractured. No further patient complications have been reported as a result of this event.